Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2024, treating a 100% stenosed, 30mm lesion in the proximal left tibioperoneal trunk artery. A 4.0x38mm xience prime btk stent was implanted. On (B)(6) 2024, total occlusion of the lesion was noted. Thrombectomy/thrombolysis and balloon revascularization were performed. On (B)(6) 2024, stent thrombosis at the lesion was noted. Thrombectomy/thrombolysis and balloon revascularization were performed. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of pain and thrombosis are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the thrombus was discovered because the patient had pain in his lower extremity. No additional information was provided.